Event description:
During use of the device for an endoscopic saphenous vein harvesting procedure, the user reported the pin on the v-keeper would not close. The user reported the surgical procedure was completed successfully, and there was no adverse consequences to the pt as a result of this event.